Event description:
The lay user/pt called co on date of report and alleged that he meter was prompting an apply sample message. The medical affairs specialist mailed a letter 2 days after date of report, since the user could not be reached by telephone for further clarification. It is not known how long the pt was unable to test on her meter due to the issue. She reported that she took her oral medications, although she was unable to obtain a result. She was unable/unwilling to report if she had any symptoms or if she attempted to retest on her meter. She stated that she was not tested on any other devices. The pt reported that she did not receive any further medical attention. No injury or harm was alleged. The pt stated that she was applying enough blood glucose to the test strip. She attempted to retest while on the phone with co customer care rep, but the issue was not resolved. A replacement meter has been sent.